Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient had a massive stroke. Care was later withdrawn and the patient expired. There is not enough evidence to disassociate the use of the impella and the patient's outcome.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue and stroke. No product was returned. Data log review showed no abnormalities with the 5s optical parameters. No abnormalities were found with the imc logs. The root cause of the optical signal issue was not determined since product was not returned and no abnormalities were seen with the optical parameters in the data logs. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-27570. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that following impella 5.5 implant, the aorta (ao) placement signal gave irregular readings. The difference between the ao placement signal and arterial line increased and decreased coinciding with the rise and fall in pressure.